Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that a procedural delay resulted as a second valve was loaded. It was noted that the native valve was relatively heavily calcified with a part showing diffuse calcification. Up until the valve infold occurred, not difficulty was noted with the deployment knob and capsule responded when the deployment knob was turned. During recaptured, an audible "crack sound" was heard, after that the capsule stopped responding as usual.

Manufacturer narrative:
Corrected data: h6 - fdd/annex a code corrected to include a27. Updated data: d4 h2 h3 h6 image review: an image was provided for review of the event. Fluoroscopic valve load inspection was performed and a misload appeared to be present by outflow crown misalignment/or not parallel to the paddle attachment. Per medtronic best practices, crown overlap is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the misloaded valve was used for the procedure and during the implantation attempt. It was reported that an infold of the valve occurred during the second deployment. This was followed by paddle detachment while recapturing, and the valve and delivery system were removed from the patient with a partly opened capsule and part of the inflow still outside of the capsule. It was also reported that up until the valve infold occurred, no difficulty was noted with the deployment knob and capsule responded when the deployment knob was turned. During recaptured, an audible "crack sound" was heard, after that the capsule stopped responding as usual. An executive summary was provided and evidence showed heavy calcium on the leaflets. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-34 (lot: 0012635058); product type: 0195-heart valves; implant date ; explant date product ID evfxplus-34 (k076638); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure involving the transcatheter aortic valve evfxplus-34, the native valve was described as heavily calcified. Pre-dilatation was performed with a semi-compliant balloon. The valve was loaded successfully. An infold of the valve occurred during the second deployment. This was followed by paddle detachment while recapturing, and the valve and delivery system were removed from the patient with a partly opened capsule and part of the inflow still outside of the capsule. The deployment of the second valve was successful, resulting in a positive outcome for the patient without further events. There was no impact on the femoral vessels, which were closed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.